Manufacturer narrative:
The information in this regulatory report: (b(4), came in before the information in regulatory report: (B)(4). The information was provided to the manufacturer on the same day, and regulatory report: (B)(4) was processed first on accident. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was peeing herself for two days and needed to speak with the manufacturer representative. The patient synced with the patient programmer (pp) and it showed that stim was on, p1 @ 1.3v and patient, with her caregiver, increased stim to 1.5v. The patient was feeling stimulation in the bicycle seat area. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated that they had experienced overstimulation in the past which resolved after they reduced stimulation to 1.7. Additionally the patient noted that this sensation had occurred on the backside of their right hand. The overstimulation was resolved at the time of this report, but the patient again reported a lack of symptom improvement. There were no further complication reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called in response to the letter sent. They said the letter asked the circumstances that led to the overstimulation they felt in their backside and right hand, if it was because of change in activity. Patient said the reason why they had overstimulation was because they were still peeing all over themselves. Patient reported the device was just not working and they had tried increasing the stimulation to see if it would help, but when they increased it, the overstimulation felt like they were being electrocuted. Patient reported they had changed the program and had the same issue. Patient was redirected to their physician to have their device checked. Patient reported they had an upcoming appointment, but they didn't remember the date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device worked wonderfully for the first two days, and now they are peeing all over themselves all the time. Troubleshooting found that stimulation was off. It was reviewed that therapy needs to be on to be effective, so they were assisted with turning it back on. They were on program 1 at 1.5 volts and confirmed that they felt stimulation. It was recommended that they give it a few days to see if they get relief. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was calling because they were still peeing on themselves. Patient reported they were homebound and could not leave their home, they wanted a manufacturer representative to come to their home. The rep role was reviewed. The patient was assisted with using their patient programmer to change the program and the patient reported they already used all 4 programs and they didn't help. Patient reported their current setting was program 4 at 1.5v and they could not go any higher so they didn't get electrocuted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and healthcare provider (hcp). It was reported that the device wasn't providing efficacy for the patient's overactive bladder symptoms anymore. The environmental/external/patient factors that may have led or contributed to the issue is the patient had a few falls; explant surgery is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that it¿s unknown what impact the falls had on the system. The rep reported that the explant procedure already occurred, and the date was unknown. No further complications were reported.